Event description:
The customer reported that the system does not start up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu computer was identified as being faulty. However, the customer did not accept the quote for the repair.